Manufacturer narrative:
The manufacturer previously reported information alleging smoke from a ventilator occurred. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging smoke from a ventilator occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging smoke from a ventilator occurred. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil visually inspected the trilogy evo USA device for visual defects and found that the device was returned without either of the inlet filters. Pil then ran therapy for approximately 24 hours, and the trilogy evo device operates without issue. Pil did not note any smoke or thermal issues while running therapy. Pil then tested the device on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the trilogy evo device operates as designed.